Event description:
The customer reported via phone call that the insulin pump had a scratch across the whole screen. The customer's husband did not know the customer's blood glucose reading. The caller stated that the scratch was once line running horizontally from the top to the bottom across the liquid crystal display screen. The customer stated that the belt clip broke, causing the insulin pump to drop, leading to the damage. The customer stated that she could read the insulin pump and that it functioned as designed. However, she stated that depending on how the screen was viewed, it could be difficult to read. She advised that the overall legibility of the screen was okay and was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.